Event description:
It was reported by the deploying cardiologist, a 6f angio-seal sts device was used to seal the arteriotomy site post interventional cardiac angioplasty. A pre-deployment angiogram revealed the puncture was in the common femoral artery. Four hours later, the pt experienced severe leg pain and symptoms of ischemia. A femoral angiogram revealed a radiolucency from the profunda to the common femoral artery. An angiogplasty of the site with 8mm balloons restored blood flow to the leg. The pt was discharged. The pt returned to the emergency room 3 days later with symptoms of vascular insufficiency to the same leg. The physician questioned the anchor dimensions as a vascular surgeon had been consulted. The pt underwent surgical explorarion of the femoral artery. The angio-seal was removed. The surgeon reported there was a vessel dissection in the profunda femoris artery. The angio-seal anchor was not involved in the dissection. The physician stated the dissection was caused from the initial puncture made for access into the artery. The pt was reported to be recovering well with no further complications.